Event description:
It was reported that the right atrium (ra) lead exhibited a spike in impedance and high unipolar pacing threshold. Therefore the ra lead was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2001 (B)(6). (B)(4).